Event description:
It was reported the asymptomatic patient presented to clinic for follow up. Post paced t wave oversensing was observed on real-time egms. The low frequency attenuation filter was programmed on. Additional programming changes were recommended. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.